Event description:
It was reported that the right ventricular (rv) lead exhibited variability in its shock impedance measurements. On average the range had been between 95 and 105 ohms, but high, out-of-range shock impedance measurements of 139 ohms were observed as well. The device and leads remain in service. No adverse patient effects were reported.